Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a broken/missing shell, broken plug strap, and delamination in the diaphragm valve. A leak test was performed and found an opening on the anterior. A microscopic analysis was performed which identified a striated edge broken in the anterior consistent with use of a surgical tool, delamination partial in the diaphragm valve, and broken sharp in the plug strap, and opening striated in the anterior side. Based on the device analysis the final assessment is a striated edge broken on anterior due to surgical damage, missing piece of the shell I the diaphragm valve, delamination of the diaphragm valve assessed as adhesive failure, a striated edge opening on anterior due to surgical damage and a sharp broken plug strap due to an unidentified (tear) opening.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.